Event description:
The end user reported the right side of her peristomal skin, under the skin barrier, has been diagnosed as having radiation burns. She has been applying prescription hydrocortisone cream and another (unknown) skin cream to the affected area. The creams have decreased her skin barrier wear time, however the skin irritation is improving. The end user indicated she will continue to work with her physician and wound ostomy continence nurse at her local hospital.

Manufacturer narrative:
MDR 1049092-2015-00316 was submitted conservatively based on the limited "radiation burn" information provided by the reporter. Additional follow up attempts to the end user did not yield subsequent event/patient outcome information. Further review of the case found that the radiation burn was not related to the use of the product and likely due to the radiation treatment for cancer. The decreased wear time experienced with the use of sur-fit® natura® durahesive® moldable convex skin barrier is not a reportable event per 21 cfr part 803. The natura moldable wafer IFU states hands and the skin surrounding the stoma must be clean, dry and free from oily substances before applying. This supplemental MDR has been filed to note this information. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have provided to date. Should additional information become available, a follow-up report will be submitted.